Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported issue of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the nurse deployed the clip onto the tissue; however, the clip would not come out of the sheath. The nurse tried actuating the handle several times to detach the clip form the catheter and finally the clip detached from the catheter, but the clip was still stuck in the sheath. The nurse used a guidewire to push the clip out of the sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.